Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported image resolution poor appears to be due to patient anatomy. The cause of the reported slda cannot be determined. The reported mr appears to be a cascading effect of the reported slda. The reported mr is listed in instructions for use (IFU) and is a known possible complication associated with mitraclip procedures. The reported medical intervention and hospitalization were the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a single leaflet device attachment (slda), requiring an additional mitraclip procedure. It was reported that on (B)(6) 2022, mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. The patient presented with a rotated heart and an enlarged atrium. One clip was implanted with no reported issue, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. On (B)(6) 2023, an additional mitraclip procedure was performed to treat a single leaflet device attachment (slda) and recurrent mr with a grade of 3. The clip had detached from the anterior leaflet. The coaptation and leaflet insertion was noted to be challenging to visualize. Two clips were implanted with no reported issue, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.